Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was reported that the patient had their system implanted for only six weeks due to an infection. Surgical intervention was undertaken on (B)(6) 2018 wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.